Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm mitral valve was explanted because the valve did not heal in properly, leading to large perivalvular leak and hemolysis after an implant duration of two (2) years, one (1) month, twenty-six (26) days. Through follow up with the healthcare provider it was learned the 25mm mitral valve had severe mitral insufficiency with severe perivalvular mitral valve leak around the valve and dehiscence with "rocking" of the valve. It was reported that the initial implant was due to endocarditis/infection. It is unknown if the patient had an active infection at the time of explant. The device was replaced with a 31mm mitral pericardial valve. The patient tolerated the procedure well and was taken to cvr unit in stable condition.